Event description:
It was reported the device was used during a laparoscopic splenectomy. It was reported an lcs15 was used and hemostasis was marginal. A second lcs15 was opened with similar results-poor hemostasis. A 3rd lcs15 was opened and functioned properly. The rep was told the first two lcs15s weren't vibrating. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: evidence of debris in threaded area, ab-no; external damage ot lcs/cs housing, ab-no; external physical damage, ab-no and internal physical damage, ab-no. Functional tests & results: blade not energize/cut correctly, a-yes b-no; lcs/cs jaw not open/close correctly, ab-no and lcs/cs not rotate/latch correctly, ab-no. Analysis conclusion: based on the info received and the visual and functional testing, it was found that the clamp arm of the lcs was bent on one of the returned devices. This may have resulted in the instrument not functioning properly. No conclusion could be reached as to what may have caused the clamp arm to bent (misaligned). The second device was received in good condition. The second device was tested and was found to be fully functional. Mfg and engineering have been notified of the reported incident.